Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First op: patient has his original primary surgery done on the (B)(6) 2016 under mr campion. Second op: patient then returned to theatre on the (B)(6) 2018 for a revision, insert only was changed at this stage. Third op: patient has now had a complete revision using tc3/mbt implants. Both revision cases were performed due to instability.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.